Event description:
On (B)(6) 2012, leica microsystems received a complaint from the (B)(6) hospital regarding a liquid level sensor issue associated with sub-optimal tissue processing, using peloris tissue processor serial number (B)(4). Definitive information as to whether all tissue samples exhibiting sub-optimal processing are diagnosable and if re-biopsy of a pt(s) is required has not yet been received by leica microsystems. Investigation of this complaint by leica microsystems is continuing.